Event description:
The customer reported that he was hospitalized due to low blood glucose levels. The customer's blood glucose was 20 mg/dl when the paramedics arrived, and he was having a diabetic seizure. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump was not exposed to high magnetic fields. The customer stated that his health care professional had just changed his basal rates. The customer requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.